Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display damaged set screw threads. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure performed.: l4/5, l5/s1 oblique lumbar interbody fusion (olif ) and minimal invasive spinal fixation it was reported that intra-op, the set screw was cross-threaded as the surgeon was trying to final tighten for break off. Procedure was completed using a new set screw. No patient complications were reported as a result of the event.